Event description:
Ous MDR - after an implant duration of about 12 months, it was reported that the ICD could not be interrogated. After explantation damage to the lead near the area of the clavicle was noted. No adverse patient side effects have been reported. The device was explanted. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.